Event description:
Employee from transport alerted rn that IV had become disconnected. On exam by rn, canula bellow clave was found in two pieces broken bellow clave w/ clamp intact. No bleeding. IV removed and IV team made aware.